Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a ruptured anterior communicating artery (acom) aneurysm using penumbra smart coils (smart coils). During the procedure, the physician placed the initial coils in the target vessel using a non-penumbra microcatheter. The physician was then unable to advance a new smart coil out of its introducer sheath and into the microcatheter; therefore, it was removed. The procedure was completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 137.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and the coil winds were offset. Conclusions: evaluation of the returned device revealed that the embolization coil winds were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, damage such as this may occur. The offset coil winds likely prevented the smart coil from being advanced out of its introducer sheath and into the microcatheter during the procedure. While advancing the smart coil through a demonstration microcatheter; resistance was encountered as the offset coil winds entered the hub of the microcatheter and began to take shape. The smart coil could not be advanced any further. The smart coils introducer sheath was not returned for evaluation. The non-penumbra microcatheter referred to in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.